Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was confirmed. The difficult to advance is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The appearance of the returned device does not indicate a manufacturing defect. It is possible the angle of the device, or manipulation of the device in torquing, pushing, or pulling contributed to the break and subsequent difficulty to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (dlad) artery. The hi-torque (ht) turntrac guidewire was advanced to the target lesion. A device was attempted to advance along the guidewire but could not cross. The guidewire was found to be frayed [break] upon inspection. A non-abbott guidewire completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.